Event description:
It was reported by a local distributer that a physician was experiencing trouble with their handheld programmer. The handheld would not come out of the alignment screen even after the screen was cleaned. Further follow-up from the distributer indicated that after troubleshooting the alignment issue continued. Additional relevant information has not been received to-date. The handheld has not been received by the manufacturer to-date.